Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having heart issues, spent time in emergency room because of breathing problems while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging heart issues, spent time in emergency room because of breathing problems while using this device. There was no medical intervention specified. Additional information was received and b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information the patient initially contacted the manufacturer on 11/23/2021 to report heart issues, spent time in emergency room because of breathing problems. The patient's wife reported a patient had passed away on (B)(6) 2022. The patient's wife reported that the cause of death was kidney failure due to his heart problems. The patient also had pneumonia. No other clinical information or medical intervention was reported. The reported event and its severity were reviewed by the manufacturer's clinical expert. Based on available information the event is assessed as not related to the device in this case. Upon repeated attempts to have the device and components returned for evaluation and investigation, the patient's wife requested that the record be closed because her husband died on (B)(6) 2022. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code, health effect - impact code, type of investigation, investigation findings and investigation conclusions have been updated.